Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument's cable "popped when the surgeon was attempting to grasp/manipulate fibroids. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was nothing out of the ordinary with the instrument. It did not collied with other tools or instruments. There were no issues with the opening and closing of the grips or the yaw. There was an issue with the pitch as it was limited and pushed into the fibroid, causing the pitch to extend beyond its limits. This movement didn't work after the cable broke. There was a cable protruding after it had broken.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken distal pitch cable at the proximal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There were no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.